Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged which resulted to high ventricular threshold measurements. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.